Manufacturer narrative:
G3, g6, h2, h3, h6, h10. The reported glidescope video baton 2.0 large was returned to verathon for evaluation along with the glidescope core smart cable used during the procedure. A verathon technical service representative evaluated the returned devices and was able to confirm the reported image issue. Visual inspection was performed for both devices which both were determined to appear fine. When connecting the customer's smart cable to a known, good, test video baton, poor image quality was produced with green static superimposed over the image. Next, when connecting the customer's video baton to a known, good, test cable, no image was produced on the connected test monitor. Both the video baton and smart cable failed verathon's functionality testing. Upon completion of the evaluation, both the glidescope video baton 2.0 large and glidescope core smart cable were returned to the customer as-is per their request and due to there being no repairs available for these devices. The customer replaced both the video baton and smart cable. Corrective action is not required at this time. Verathon will continue to monitor for trends. Please reference the attached corresponding report containing the device information and evaluation findings for the customer's returned glidescope core smart cable which was found to be a contributing factor to the reported event.

Manufacturer narrative:
The device has been received by verathon, however; at the time of the report the device has not been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope video baton 2.0 large, loose contact on the video baton's hdmi connector resulted in a temporary loss of image. The customer reported there was static and artifacts in the picture. No delay in the procedure, use of a backup device, or harm to the patient was reported.